Event description:
It was reported that during a laparoscopic bypass procedure, the trocars leaked, leading to loss of ¿pneumo¿ on three occasions, and co2 waste. The surgeon converted to open to complete the procedure. As a result, the procedure was prolonged ten minutes. There were no adverse consequences for the patient. (B) (6).

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.

Event description:
The customer stated that he was hospitalized for diabetic ketoacidosis, with blood glucose levels above 600 mg/dl. Prior to the event, the customer was feeling sick all day and had not had anything to eat. The customer did not check his blood glucose levels because he thought that the basal rates were keeping him stable. The customer felt like he was having a heart attack, and called the paramedics. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime and high pressure tests. Nothing further was reported.

Manufacturer narrative:
(B)(4). The analysis results found that device (a) was returned in good visual condition, the device was functionally leak tested and passed. The device was fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. The analysis results found that device (b) was returned in good visual condition, the device was functionally leak tested and passed. The device was fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. The analysis results found that device (c) was returned in good visual condition, the device was functionally leak tested and passed. The device was fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.